Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. It was noted that the lead migrated. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively.